Event description:
It was observed that during the device evaluation, the glue on the objective lens of the cystonephrovideoscope is missing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most likely cause was a component failure that led to the malfunction, indicating an expected or random component failure rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.